Event description:
It was reported that the patient presented in-hospital after receiving multiple shocks due to sensed noise. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found insulation abrasion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.